Manufacturer narrative:
The initial MDR 2432235-2017-00192 was filed on march 13, 2017. Additional information (03/16/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse aligned reagent probes to trays. The cse found a leak on wash nozzle 6. The cse flushed probe wash 3 through nozzle, resolving the leak from wash nozzle 6. No further issues have been reported related to this event. The cause of the discordant, falsely depressed total protein concentrate result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked alignments on mixers and probes, resulting within specifications. The cse found an intermittent drip on the wash up and down nozzle r7. The cse replaced the nozzle and check valves on wash pump 1. Siemens is investigating the event.

Event description:
A discordant, falsely depressed total protein concentrate result was obtained on a patient sample on an advia chemistry xpt instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on an alternate instrument, resulting lower. The customer repeated the same sample on another alternate instrument, confirming the second result. The repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed total protein concentrate result.